Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume folfusor underinfused medication to the patient. The expected delivery time was 46 hours; however, after the expected delivery time was complete, it was observed that not all the medication had been delivered to the patient. The device was filled with fluorouracil 4800mg filter spike 1mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.